Event description:
During a crown preparation on tooth #30 the instrument got hot and burned the patient on lower right lip and inside the cheek to the size of a nickel. Next day the patient came in with severe pain, hence he was placed on antibiotics. No further information supplied.

Manufacturer narrative:
As the product was not sent in for analysis, yet it is not possible to clearly identify the cause. However, the customer stated that the last repair of the instrument was performed by a dental dealer who used not certified third party spare parts. Therefore the instrument was used in a condition not certified by the manufacturer. To avoid such issues the user instruction contains already several notes, warnings and requests how to maintain and prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Service may only be carried out by kavo-trained repair shops using original kavo replacement parts.